Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer's blood glucose was 22.8 mmol/l. Customer¿s current blood glucose was 22.8 mmol/l. Customer did not experienced the symptoms due to high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Auto mode feature was active during the time of event. The insulin pump will not be returned for analysis.